Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (monitor resetting) was confirmed. Upon investigation, the monitor was intermittently resetting. The cause for the resets was isolated to a corrupted file on the sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the defective monitor.